Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was torn, the outer insulation was breached cut and the lead appeared damaged at implant.

Event description:
It was reported that during the implant the right ventricular lead showed high impedance and the impedance also increased during the procedure. Also high threshold was reported at all implant sites. The lead was removed and a new lead was implanted. No patient complications were reported as a result of this event.